Event description:
Patient reports right side rupture and "can feel a lump". Additionally, healthcare professional reports discrete amount of liquid outside the implant and a fold in the implant. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6. Reason for reoperation: seroma-late.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture and "can feel a lump". The device remains implanted.

Event description:
Patient reports right side rupture and "can feel a lump". The device remains implanted.